Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit alarmed gas leak.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, d9, e1(site country), g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11 corrected fields: h6 (health effect ¿ clinical code and health effect ¿ impact codes) a getinge field service engineer (fse) was dispatched to investigate the issue. The fse was able to verify the gas loss in iabp circuit from logs. However, the fse was unable to reproduce the reported issue. The unit passed all safety, calibration, and functionality checks to factory specifications. The unit was returned to clinical use upon completion.